Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and confirmed that the drive manifold tests were out of factory specifications. The stm removed the drive manifold, inspected, lubed, and re-ran the drive manifold tests which still failed. The stm replaced the drive manifold assembly which corrected the issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the during a service/test performed by the customer, the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. It was later reported that the customer had replaced the safety disk due to expiration and when the drive manifold tests were performed and the iabp unit would not pass. There was no patient involvement and no adverse event was reported.